Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 230 mg/dl. The customer reported that there were positive results in ketones test. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. The site was bleeding and the bent sensor cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of treatment code has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer treated high blood glucose with bolus and there were no reports of insulin drip from hospital. Harm code has been update from 1905/t003 to 1905/t004. Positive results in ketones test, nausea, vomiting, abdominal pain, or difficulty breathing.